Manufacturer narrative:
(B)(4): evaluation summary: post market vigilance (pmv), concurrently with engineering, led an evaluation of one idrive ultra powered handle 1 opened by the account. Engineering evaluated the eeprom event log of the returned handle. The unit was then powered up and displayed two solid blue status indicator lights and a blinking green light above the handle symbol. The eeprom event log was evaluated again and the same codes were displayed, indicating that the drive motor was again failing to calibrate. During the calibration process, the selector motor was audible, however there was no audible noise during the drive motor calibration sequence. The unit was dissembled for further evaluation. During power up, the selector motor could be seen functioning properly, however there was no movement by the drive motor. All the wire connections for the motor were examined, and they all appeared fully intact. The bldc board was examined, and there were no workmanship issues with the soldering, nor any signs of esd damage. To examine the possibility of an issue with the gearbox and motor assembly, it was removed from the device for further evaluation. Connectors were then attached to the wires of the drive and selector motors, allowing them to connect to a modified idrive ultra unit. The gearbox and motor assembly from unit (B)(4) was attached to the modified unit and powered up. Calibration occurred successfully by cycling the drive motor clockwise and counterclockwise as expected and displaying a solid green light at the end of its calibration. It was determined that the bldc board was responsible for the reported condition. A review of the device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the instrument lit up blue during the test after inserting of the battery. The handle blinked green instead of a steady light. This happened also with two other batteries. There was no use on patient.